Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a female plaintiff/consumer of unspecified age in united states on (B)(6) 2015. It refers to the plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent sterilization. After the procedure to implant the device in 2013, plaintiff started experiencing severe constant daily pain. Since the device was implanted, plaintiff has also suffered from constant pain, and mental and emotional anguish. She also experienced migraines, severe abdominal, ovarian and pelvic pain, sharp, stabbing pain, pain during intercourse, heavy bleeding, emotional pain and mental anguish. Plaintiff had a total hysterectomy on (B)(6) 2015 to control the excruciating pain caused by the essure device. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff. She had heavy bleeding and pelvic pain (sharp, stabbing, excruciating, severe constant daily pain) after essure (fallopian tube occlusion insert) insertion. She was submitted to a total hysterectomy. These events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, considering events' nature and in the lack of alternative explanations; causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 28-jan-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff. She had heavy bleeding and pelvic pain (sharp, stabbing, excruciating, severe constant daily pain) after essure (fallopian tube occlusion insert) insertion. She was submitted to a total hysterectomy. These events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, considering events' nature and in the lack of alternative explanations; causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs